Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture or possible valve leaking".

Event description:
Healthcare professional reported "possible rupture". Healthcare professional later reported "possible rupture or possible valve leaking". This record is for the left side. Device remains implanted.

Event description:
Implant was intact and no leak found upon device explant. There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d4, d6b, h4, h6.